Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had an insulin flow blocked alarm during a bolus delivery. Troubleshooting was performed. Insulin exited the device and the alarm did not recur. The customer's blood glucose at the time of the call was 475 mg/dl. The insulin pump was not returned for analysis.